Manufacturer narrative:
The case description states that the controller is overheating and receiving buzzes without any alarms or notifications and that the controller has 2 cracks on the screen. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the available log files found that the battery temperature remained within operating temperature for the duration of use. It could not be determined whether any other part of the controller was overheating during use. No pdm alarms were generated by the device. The logs show that the controller generated notifications and alerts for pod expiration reminders, however, it could not be determined whether these alerts are the buzzing that the user is referring to. Without the physical device, it could not be determined whether the lcd was cracked. The cause of the reported events could not be determined.

Event description:
Customer reports that her op5 controller is overheating and is receiving buzzes without any alarms or notifications. The controller also has 2 cracks on the screen. No injuries or medical intervention was reported due to this event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.